Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a open procedure, the needle broke and fell into the patient cavity, the needle was eventually retrieved. There was no patient harm.